Manufacturer narrative:
A2 : corrected to: (B)(6) 1999 in the initial MDR. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -7.0/+1.5/081 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault and lens rotation. This resolved the problem. The reporter did not indicate the cause of this event.